Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances and as a result the physician elected to explant and replace the lead. To date, no additional adverse patient effects have been reported.